Event description:
It was reported that the unit was unable to repressurize after making adjustments to patient. Complainant did not indicate adverse effect to the patient.

Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The device underwent evaluation by a zoll field service engineer (fse) at the customer's location. The fse powered on the unit and successfully pressurized it without any problems. A pneumatics check, circuit calibration, and performance assessment were conducted, all of which passed without any issues. Additional information was unable to be obtained to assist with the investigation. This device does not record logs; therefore, we are unable to determine the root cause of the reported malfunction.